Event description:
The user received a falsely elevated bicarbonate result for one pt sample that was normal when the specimen was rerun on the same p module. The original result from an aliquot processed on the mpa was 46.5 mmol per l, the repeat result on the original serum tube was 27.2 mmol per l. None of the other analytes in the panel tested were affected. The original result was not reported as the lab used autoverification and the result did not pass. No other pt samples were affected.

Manufacturer narrative:
The field service rep was unable to determine a cause. He checked the water system and vacuum pressures, checked all vacuum, water and detergent tubings, checked the rinse volumes in the cells, check the probe adjust positions, checked the photometer readings and checked the reagent and sample syringes. No problems were found with any of the mechanisms. He ran a precision to verify the analyzer performance.